Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the ins is not holding a charge for more than 24 hours. The caller stated that suddenly during the day her pain comes back, and she checks her therapy and it is off and the ins battery is dead. The patient usually runs her amplitude at 3.0 to 4.0. The patient was redirected to their healthcare provider (hcp) and has an appointment (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was seen the day prior to the report, and it was determined that their device is working. The rep stated that the logs showed that the device was off because the patient wasn¿t charging soon enough. They added that the patient¿s average recharge was every two days for 2 hours. The rep mentioned that the patient knows that they have to charge more often and remember to charge to 100%, which they weren¿t doing. The stated that the patient will go back to recharging daily like they did in the past without issue. It was noted that the patient states the device is working well. The rep also mentioned that the patient would call patient services for repair of their recharger. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.